Event description:
(B)(4). I have not stopped bleeding since I had the procedure 6 weeks ago. I have severe bloating in y stomach. Really bad pain in both sides primarily the right side though. Bleeding gets worse with any physical activity. Have had headaches been sweaty super tired and just miserable.